Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform stapler 60 instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion. Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer reported the sureform stapler 60 instrument was used 3 times and didn¿t work the 4th time. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The ports were placed. The stapler was fired the first few times and was not recognized after that. The arm was not allowing the stapler to go back into the patient. The stapler was not being recognized. The customer cannot provide the product batch sequence number. The patient was not harmed or injured. The reporter further stated that it was unsure if it was unintuitive motion or recognition issue. The stapler was swapped out for a backup stapler to complete the case.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of engagement failure to be related to the customer reported complaint. The instrument was found to have multiple engagement failures based on log review but was not replicated during in-house testing. Logs showed 6 error code 22020 indicating the installed sureform 60 failed to engage on usm1 (roll axis hardstop check failed). However, the instrument was placed on the in-house system and passed engagement on 3 out of 3 attempts. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Failure analysis found the following failures to be related to the customer reported complaint: the instrument was found to have binding between the main bushing and roll gear, likely causing the engagement failures. The instrument shaft was manually rotated, and friction was observed. Based on investigations, the roll bushing is out of specs (ID too small), which likely causes increased roll friction. The root cause of this failure is typically attributed to manufacturing/supplier. The instrument was found to have signs of corrosion found on the instrument thrust bearing. Orange discoloration was observed. The shaft exhibited grinding when manually rotated. The root cause is typically attributed to transport/storage.